Event description:
In this case, it was reported that the device was explanted at implant due to "scratch noticed on one of the leaflets" prior to the patient coming off cardiopulmonary bypass. The healthcare provider further stated, "the scratch was noted during the final inspection of the valve after implant. I noticed it when rinsing the root before closure of aortotomy. I am not sure when and how it was developed. There were no obvious mishaps during the procedure. I decided to explant and replace it with a new one." The device was replaced with another edwards valve, same model and size. No other details were provided.

Manufacturer narrative:
(B)(4). Device not returned. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the reported "scratch noticed on one of the leaflets" could not confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Continued attempts are being made to obtain the subject device. A supplemental MDR will be submitted in the event that the sample is obtained or if any new information is received.